Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent rapid-onset hypoglycemia after meal announcements while using the ilet system, with review indicating multiple breakfast announcements in a day, no dinner announcements recorded, and a user-initiated increase of the glucose target without healthcare provider guidance. Symptoms included hypoglycemia to 45 mg/dl. Outcomes included transient low glucose lasting less than one hour, self-treatment with oral fast-acting carbohydrates, and no need for medical intervention or assistance. Investigation included troubleshooting and user education regarding correct meal announcing and appropriate treatment of hypoglycemia. Investigation of this case revealed user-related factors, including misused meal announcements and an unsupervised target change, as likely contributors to glycemic fluctuations. It was concluded that device function was not implicated and that correct use of meal announcing and target settings should mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.